Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The catheter passed the leak test and was able to maintain pressure. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a thermal ablation procedure on (B)(6) 2011. During the procedure, it was difficult to dilate the patient. The catheter was inserted into uterus and fluid was placed into the balloon and the pressure rose to approximately 160mmhg. The pressure held for approximately five seconds and when additional fluid was added, the pressure dropped quickly to 124mmhg. The balloon had pushed itself out of the uterine cavity. The surgeon removed the fluid from the catheter and the procedure was started for a second time. The physician attempted to get pressure using twenty percent more fluid than before and the pressure would not rise above 114mmhg. At this time, a flexible scope was placed to check for a perforation. The surgeon felt that there was a perforation. One liter of fluid was used for the hysteroscopy and the outflow was only 400ml. The surgeon felt since there was only 400ml of outflow it was necessary to do a laparotomy. The surgeon was unable to confirm the perforation and there was some fluid in the abdomen, but nothing to cause concern. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.